Event description:
During idet procedure the generator would not initially go beyond the s&n screen. "Start" would not appear in the screen when the probe was attached. After turning the unit on/off several times, "start" appeared and the surgeon began the procedure. Introducer needle was not fully inserted thus the tip of the catheter would bend when surgeon navigated to desired area. Eventually, first disc was completed. Sales rep. Suggested using another catheter for the second disc but the surgeon declined and proceeded to second disc with the same catheter. The catheter severely bent and the surgeon attempted to straighten it. After introducing the catheter into the disc, the tip broke off and remained in the patient.